Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgery due to upsized pressure regulating balloon (prb). The balloon was replaced for a new one. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available.